Manufacturer narrative:
H4: the lot was manufactured december 5-6, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible flow issue may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, may be use-related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow during patient infusion. The device contained fluorouracil 4750mg in 115ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.